Event description:
It was reported the patient underwent a non-related surgical procedure. Reportedly, patient set ipg to surgery mode prior to surgical procedure. Afterwards, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.